Event description:
A caller reported an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided information on resetting the pump. After completing the reset, the caller successfully restarted their sensor session, and the error did not reoccur.